Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to retrospective review conducted under CAPA(B)(4). On (B)(6) 2016, an fse visited the customer to address the reported event. During the service evaluation, fse found the pump pressure running about 15mps. Fse primed the hemolysis wash through the buffer lines to clean and replaced the 1-6 injector valve to the filter tubing. Once these procedures were performed, the pressure dropped to an normal range. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was obstruction in the 1-6 tubing.

Event description:
On (B)(6) 2016, a customer reported getting high pressures with their g8 analyzer. The customer tried changing the filter and column but the instrument still had high pressures. They also tried removing the filter holder with the filter and running the pump and the pressure was still high. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hga1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.